Event description:
Through journal article "breast implant-associated anaplastic large cell lymphoma in brazil: what are we missing?" One patient was reported with seroma in the right breast, left breast enlargement due to seroma. Subsequent MRI showed "effusion around the implant." Cytology showed "strong and diffuse immunoreactivity for cd30" and "bia-alcl was confirmed." Pathological marker cd30+ has been received. Pathological marker alk- has not been received. This report is for right side. Device was explanted with "submuscular en bloc capsulectomy."

Manufacturer narrative:
Article citation: groth ak, clemens mw, graf r, sebastiao ap, azambuja ap, louveira mh, linei, batista bn, et al. Breast implant-associated anaplastic large cell lymphoma in brazil: what are we missing? Plastic and reconstructive surgery advance online article. 2022; doi: 10.1097/prs.0000000000009652. (B)(6). (B)(4). The events of "seroma-late and lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and lymphoma-alcl-suspected.